Manufacturer narrative:
The reported issue of dim segments was confirmed on 19 out of 19 returned display boards. It was reported that 22 lvp display boards were returned; however, 19 boards were received. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. Each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 19 out of 19 lvp display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. H3 other text : only lvp display board assembly was provided for investigation

Event description:
It was reported that (22) lvp displayed dim segments right side of the digit, with missing digits. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (22) lvp displayed dim segments right side of the digit, with missing digits. The customer confirmed that there was no patient involvement.